Event description:
It was reported that the balloon burst. The target lesion was located in the right internal carotid artery. A 7.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with a another of the same device. No patient complications were reported.

Event description:
It was reported that the balloon burst. The target lesion was located in the right internal carotid artery. A 7.00mm/2.0cm/90cm 2cm peripheral cutting balloon was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with a another of the same device. No patient complications were reported. Device evaluated by MFR: analysis identified a circumferential tear on the balloon material. One of the blades together with the blade pad was also noted to have partially lifted from the balloon material. This damage can potentially be a result of the resistance encountered during removal of the device. No other issues were identified with the returned device. The blade and blade pad lifting distally from the balloon material is consistent with excessive force being applied when attempting to withdraw the device through the introducer sheath.